Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap roux en y procedure in the gastro jejunojejunostomy the needle broke half of the needle got wedge in to the bowel and the surgeon and the assistant had to milk the tissue to locate the half of the needle and then used a grasper to retrieve it. Also the device was difficult to toggle, load and unload. There was no patient harm.